Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the safety shield would not retract to penetrate the abdomen. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.